Event description:
At implantation on (B)(6) 2023, the sensing and threshold values measured were good. However, during first follow up despite a good sensing value and a stable impedance, loss of ventricular capture occurred. During the lead revision on (B)(6) 2023, the position of the lead was checked and no movement from its initial position was observed, while the loss of ventricular capture threshold was confirmed. The doctor therefore decided to replace the lead with a passive lead.

Event description:
At implantation on (B)(6) 2023, the sensing and threshold values measured were good. However, during first follow up despite a good sensing value and a stable impedance, loss of ventricular capture occurred. During the lead revision on (B)(6) 2023, the position of the lead was checked and no movement from its initial position was observed, while the loss of ventricular capture threshold was confirmed. The doctor therefore decided to replace the lead with a passive lead.

Manufacturer narrative:
Please find attached the final report analysis.